Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, that the tip of the screwdriver broke off in the screw recess. The additional screwdriver in the set was utilized. There was no surgical delay and the procedure was completed successfully. Fragments were generated and they were not easily removed without additional intervention. Yes, there was patient involvement as it happened intraoperatively. This report is for one (1) (B)(4). This is report 1 of 1 for complaint (B)(4).